Event description:
A malfunction on the pump was reported by the caller. The customer declined to answer whether the issue caused their blood glucose to exceed 500 mg/dl. Consequently, the technical support team arranged for the pump to be replaced. The customer expressed interest in obtaining an out-of-warranty loaner pump.